Event description:
(B)(4) - after an implantation period of 40 months oversensing resulting in inappropriate shocks was reported. The lead was extracted but not returned. Apart from the shocks no adverse patient side effects have been reported.

Manufacturer narrative:
A fragment of the lead under complaint and follow up data was received. The trend curves of the follow up data demonstrated stable pacing impedance around 600 ohms between (B)(6) 2016 with a subsequent decrease under 200 ohms. Furthermore the available iegms confirmed noise on the rv channel which led to shock delivery as mentioned in the complaint description. Subsequently the lead fragments were subjected to an extensive analysis revealing multiple extraction damages along the lead body, in particular at the medial lead fragment. The distal lead fragment was covered with encapsulating fibrotic tissue. Furthermore a rubbed through insulation was found at the distal lead fragment. This damage can be considered as the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Particularly the extend of the extraction damages and the tissue residuals indicate a significant ingrowth of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The analysis did not reveal any sign of a material or manufacturing problem. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.